Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. The customer's reported issue could not be confirmed. However, the inspection found cracked/chipped/peeling bending section cover glue. Additionally, the objective lens glue at the distal end was peeling with cosmetic wear to the distal end plastic cover, the light guide lens and the labels on the scope were noted. The scope was repaired and returned to the customer. The scope was purchased in (B)(6) 2018; a review of the repair records indicate the scope was last serviced via repair in (B)(6) 2019. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The customer care was informed by the customer via telephone that the evis exera iii bronchovideoscope reported has "red residue found on outside of instrument channel tube and one of the control wires was seen in the same area when examined by infection control with a borescope" during reprocessing. No patient injury or harm was reported. The scope will be returned for service.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.